Manufacturer narrative:
Other applicable components are: product ID: 97745ac, serial# unknown, product type: accessory, product ID: 97745, (B)(4), product type: programmer, patient product ID: 97745 (B)(4), product type: programmer, patient product ID: 97755, (B)(4), product type: recharger, product ID: 97745, (B)(4), product type: programmer, patient. After review it was determined that only the ins had any reportable malfunction. "Refer to regulatory report #3004209178-2018-04992 submitted on 2018-03-14. The referenced report pertains to the same issue reported in this report. Further upon review, it was determined that these two reports are related and if further information was obtained, it will be submitted through this report." After review it was determined that patient code (B)(4) no longer applied and patient code (B)(4) was instead applied to the ins. Device code (B)(4)was also removed from the ins and device code (B)(4) applied instead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by the consumer regarding a patient with an implantable neurostimulator (ins) failed back surgery syndrome and spinal pain. It was reported that the patient was getting an error message and the device would not allow them to adjust. Additional information was received reporting that the ac power supply did not fit into the controller and the recharger cord pin in the connector was bent as the controller would not recognize it was plugged in and didn't fit into the controller. However when a replacement recharger and a/c adapter were sent to the patient it still would not fit, and it appeared the controller was the issue. The patient was asked to look at the ac power supply and controller to look for any visible signs of damage, but the patient stated that the equipment ¿looked fine¿. It was reported that the controller gave her an error message to call the manufacturer. It was also noted the patient was unable to charge the ins because they were getting the ¿no device found¿ message on the screen. The patient reported that they unlocked the controller and lay it right over the ins but the ¿no device found¿ screen still appeared. It was reported that when the recharger cord was connected into the controller, a screen 15 (looking for device¿ was indicated and then a screen 13 (connect the recharger). The patient also reported that the implantable neurostimulator (ins) "sent crazy signals" through their body, and that these problems started on (B)(6)2018. No out of box failure was reported and no further complications were reported or anticipated. Additional information was received from a manufacturer representative (rep) that the replacement controller was showing error code tm=1 and no device found. It was confirmed that the top of the controller wasn't being covered by their hand, it was moved closer to the implant site and tried again. The clinician programmer and another controller were able to connect to the device. No out of box failure was reported. No symptoms were reported for the patient and no further complications were reported or anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 97745ac, product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that the ac power supply does not fit into the controller and the recharger cord does fit into the controller. It was reported that the controller gave her an error message, call medtronic. The patient reported that the ins "sent crazy signals" through their body. The patient was asked to look at the ac power supply and controller to look for any visible signs of damage, but the patient stated that the equipment ¿looks fine¿. No out of box failure reported. No patient complications have been reported because of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 97745ac lot# n/a serial# unknown. Product type accessory product ID 97745, serial# (B)(4). Product type programmer, patient product ID 97745 serial# (B)(4). Product type programmer, patient product ID 97755 serial# (B)(4). Product type recharger product ID 97745 serial# (B)(4). Product type programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) that the replacement controller was showing no device found. It was confirmed that the top of the controller wasn't being covered by their hand, it was moved closer to the implant site and tried again. The clinician programmer and another controller were able to connect to the device. No out of box failure was reported. No symptoms were reported for the patient and no further complications were reported or anticipated.